Event description:
It was reported that the customer accidentally programmed while sleeping and rolling on the insulin pump. The customer was hospitalized due to low blood glucose of 22.9 mg/dl. Troubleshooting was performed. It was mentioned that the insulin pump was acting on its own. Ran a self test and passed. It was stated that insulin in the reservoir compartment was found. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report #3004209178-2012-86716. Mfg report 2 of 2, medwatch report #3004209178-2012-86717.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found inside the pump. The insulin pump passed the delivery volume accuracy test.